Event description:
During implant of a left ventricular (lv) lead, there was difficulty entering the coronary sinus and a dissection was noted after the use of a delivery catheter. The lv lead was not implanted. The patient was in stable condition following the procedure and there was no adverse consequence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there was difficulty entering the coronary sinus and a dissection was noted. There was no adverse consequence for the patient. Further information was requested, but not yet received.